Event description:
The insert was implanted into the cup. The surgeon used an osteotome to check to see that the insert was firmly seated. The insert popped back out. After several unsuccessful tries, a second insert 6283-6-581, was opened and impacted with the same unsuccessful results. A third insert, 6283-6-591 was opened and inserted with the same result. The surgeon decided to leave the third insert in.

Manufacturer narrative:
Summary of evaluation: the evaluation results, although perhaps inconclusive in the absence of the event shell, suggest that this event is not device related but rather is associated with surgeon expectations.